Event description:
It was reported during a clinical study that one day after implant of the flow diverter stent (subject device), the patient suffered at major ipsilateral ischemic stroke. A thrombectomy procedure was performed. The patient is currently in a coma and treatment is ongoing. The adverse event ae#1 was probably related to index procedure, subject device, dapt, disease under study and underlying condition/disease. No other information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. D4 gtin - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was a medical intervention administered to the patient in relation to the device/event; head mounted mra showed occlusion of the right middle cerebral artery, and cerebral angiography showed occlusion of the right middle cerebral artery. Transcatheter right middle cerebral artery thrombectomy was performed. Return to the nicu for further treatment and observation after surgery. Provided oxygen therapy, fluid replacement, dehydration, intracranial pressure reduction, blood pressure regulation, and blood glucose treatment to the monitor. The patient's current condition on (B)(6) 2025, at 15:15, nicu, coma, current heart rate 59, breathing 29, blood pressure 152/88, blood oxygen 98%, left/right 1/4 of bilateral pupils, slow left light return, disappearance of right light return, involuntary movement of right limb, unresponsive left limb pain, positive left babbitt sign. An assignable cause of anticipated procedural complication will be assigned to the reported event of patient stroke and patient vessel thrombosis as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported during a clinical study that one day after implant of the flow diverter stent (subject device), the patient suffered at major ipsilateral ischemic stroke. A thrombectomy procedure was performed. The patient is currently in a coma and treatment is ongoing. The adverse event ae#1 was probably related to index procedure, subject device, dapt, disease under study and underlying condition/disease. No other information is available.